Event description:
Had breast implants (B)(6) 2016. Shortness of breath, dizziness. Vertigo, pain in shoulders and neck. Migraine headaches. Brain fog all started (B)(6) 2020. Have been to multiple doctors with no answers. FDA safety report ID# (B)(4).